Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member the "patient is having difficulties with the implantable cardioverter defibrillator (ICD). The patient was out of the country, could not locate assistance, and was unable to return the states." The names of physicians and clinics in the area were provided. A request for additional information was made but not received. The ICD remains in use and no patient complications have been reported as a result of this event.